Event description:
It was reported that (12) devices were used during a adhesiolysis. It was reported by the affiliate that the 512hn gaskets are torn. Another instrument was used to complete the case. There was no consequence to the pt.